Event description:
The percutaneous tracheostomy tube was placed in the or and the pt transferred to the ICU. A short time later the pt had breathing difficulties and was possibly chocking resulting in the need to remove and replace the tracheostomy tube.